Event description:
The hcp reported that following pump replacement, a volume discrepancy was noted; amounts are unk. The hcp did not feel the pt's tone was as good as it had been previously. However, the pt did not report return of symptoms and the hcp elected to reevaluate after next refill. At the next refill, the hcp aspirated entire amount from pump. No alarms were audible or noted on interrogation. The hcp noted that, he was unable to aspirate the catheter access port and he thinks perhaps it was occluded, due to lack of drug flow from pump. X-ray showed that the catheter placement looked good. No study was done since the hcp felt that there was no need to perform one. The hcp discussed pump replacement with pt. Due to previous issues with catheter, he did not want to proceed and opted for oral medication. The pt has subsequently recovered without sequela and is "doing well".